Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: concomitant medical products field was updated to reflect the device provided by the customer. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had no image. The reported issue occurred during preparation of use for a thoracoscopic lung resection procedure. The procedure was subsequently completed with a similar device with a 5-minute delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation b30 scope communication error was present, which is also a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction from the customer as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image and scope communication error due to a cut in the charge-coupled device cable and also due to corrosion on the video plug caused by water invasion. It was also observed that the adhesive of the bending section cover was cracked due to chemical or physical stress. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: video connector, control unit, switch 1, grip, angulation lever, right-left lever, up-down plate, light guide cover, light guide connector and on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no image issue could not be determined, however, the issue was likely the result of damage to the image sensor unit (disconnection, etc.) Or printed circuit board component failure due to use stress, external factors, or handling. The event can be detected by following the instructions for use which state: " 3.8 inspection of the endoscopic system in the operation manual "chapter 3 preparation and inspection". ¿inspection of the endoscopic image¿ ¿confirm that the endoscopic image is displayed normally in wli and nbi observation¿. ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.